Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and contamination was observed under the keypad button contacts. This report is made based on the results of evaluation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump battery compartment was observed to be cracked from the threads to the bumper pad and from the case seal to the bumper pad. The returned battery cap was used for testing and was able to secure to the pump appropriately. The pump keypad was observed to be completely peeled off of the pump. The keypad buttons were found to be responding appropriately to presses; the contacts were examined and contamination was found under all of the button contacts. (B)(6).